Event description:
In 2009, the patient underwent a surgical procedure to implant a unilateral construct from c3-c6. The surgeon was attempting to re-position the screw when the driver tip bent. According to the sales representative the surgeon was not aware that he bent the tip, the representative saw the bent tip during inspection after the surgery. Additional information received at about 3 days later. On the insertion of the last screw the sales representative noted that the tips of the modular polyaxial screwdriver ii were no longer sitting in their proper position. He noted small amounts of metal that broke off into the surgical wound. The surgeon irrigated and suctioned the wound and x-rays showed no trace of any metal left behind. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending, upon completed investigation of the product.